Event description:
The sheath broke off in the patient during tunneling. The tunneler had been removed from the sheath and was reinserted to advance the sheath. When sheath was removed, about 2-1/2" was left in patient. Fragment was removed through surgery.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. It was reported that the tunneler sheath shattered during removal. Without the actual product, a complete analysis cannot be conducted. Information received during this investigation indicated that the tunneler was withdrawn during insertion, than reinserted to advance the sheath. The directions for use (1304266, rev.f) contain a warning, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." The best evidence indicates that the technique used to insert the sheath contributed to this event. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.